Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation after sitting upright following implant of the right ventricular (rv) lead. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.